Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The patient¿s spouse stated the sensor was inserted into the abdomen on (B)(6) 2018. Upon insertion of the sensor wire, the patient started bleeding. She indicated that the bleeding would not stop, so the patient went to the emergency room (ER). The physician in the emergency room applied stitches to the insertion site to stop the bleeding and the bleeding subsided at 2:00am on (B)(6) 2018. At the time of contact, the patient was in stable condition. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.